Manufacturer narrative:
Bayer case number: (B)(4). L4 - l5 back pain [chronic lumbago], chronic intense fatigue [fatigue], sleep difficulties [difficulty sleeping], weight gain [weight gain], muscle spasms [muscle spasms], muscle pain [muscle pain], joint pain [joint pain], tendon pain [tendon pain], vitamin d deficiency [vitamin d deficiency], thyroid dysfunction [dysfunction thyroid], vaginal discharge [vaginal discharge], loss of libido [loss of libido], altered body odour [body smell altered], excessive sweating [excess sweating], memory problem [memory disturbance], neck pain [neck pain], whiteheads [whiteheads], oedema (hands, feet, ankles) [edema limbs], gastric pain [gastric pain], abdominal swelling [swelling abdomen], flatulence [flatulence], pain throughout the body [general body pain]. Case narrative: the below report was received by health authority (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 12-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("l4 - l5 back pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2015, she experienced back pain (seriousness criterion medically important), fatigue ("chronic intense fatigue"), insomnia ("sleep difficulties"), muscle spasms ("muscle spasms"), myalgia ("muscle pain"), arthralgia ("joint pain"), tendon pain ("tendon pain"), vitamin d deficiency ("vitamin d deficiency"), thyroid disorder ("thyroid dysfunction"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), skin odour abnormal ("altered body odour"), hyperhidrosis ("excessive sweating"), memory impairment ("memory problem"), neck pain ("neck pain"), acne ("whiteheads"), oedema peripheral ("oedema (hands, feet, ankles)"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling"), flatulence ("flatulence") and pain ("pain throughout the body") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, thyroid disorder, skin odour abnormal and hyperhidrosis had not resolved. The outcomes for back pain, insomnia, weight increased, muscle spasms, myalgia, arthralgia, tendon pain, vitamin d deficiency, vaginal discharge, loss of libido, memory impairment, neck pain, acne, oedema peripheral, abdominal pain upper, abdominal distension, flatulence and pain were unknown. No causality assessment was received for essure with regard to fatigue, insomnia, weight increased, muscle spasms, myalgia, arthralgia, tendon pain, vitamin d deficiency, thyroid disorder, vaginal discharge, loss of libido, skin odour abnormal, hyperhidrosis, memory impairment, back pain, neck pain, acne, oedema peripheral, abdominal pain upper, abdominal distension, flatulence or pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-dec-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number:(B)(4). L4 - l5 back pain [chronic lumbago] , chronic intense fatigue [fatigue], sleep difficulties [difficulty sleeping] , weight gain [weight gain] , muscle spasms [muscle spasms] , muscle pain [muscle pain] , joint pain [joint pain] , tendon pain [tendon pain] , vitamin d deficiency [vitamin d deficiency] , thyroid dysfunction [dysfunction thyroid] , vaginal discharge [vaginal discharge], loss of libido [loss of libido], altered body odour [body smell altered] , excessive sweating [excess sweating] , memory problem [memory disturbance] , neck pain [neck pain] , whiteheads [whiteheads] , oedema (hands, feet, ankles) [edema limbs], gastric pain [gastric pain] , abdominal swelling [swelling abdomen], flatulence [flatulence], pain throughout the body [general body pain]. Case narrative: the below report was received by health authority (reference number: (B)(4). On 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("l4 - l5 back pain") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2015 she experienced back pain (seriousness criterion medically important), fatigue ("chronic intense fatigue"), insomnia ("sleep difficulties"), muscle spasms ("muscle spasms"), myalgia ("muscle pain"), arthralgia ("joint pain"), tendon pain ("tendon pain"), vitamin d deficiency ("vitamin d deficiency"), thyroid disorder ("thyroid dysfunction"), vaginal discharge ("vaginal discharge"), loss of libido ("loss of libido"), skin odour abnormal ("altered body odour"), hyperhidrosis ("excessive sweating"), memory impairment ("memory problem"), neck pain ("neck pain"), acne ("whiteheads"), oedema peripheral ("oedema (hands, feet, ankles)"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling"), flatulence ("flatulence") and pain ("pain throughout the body") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, thyroid disorder, skin odour abnormal and hyperhidrosis had not resolved. The outcomes for back pain, insomnia, weight increased, muscle spasms, myalgia, arthralgia, tendon pain, vitamin d deficiency, vaginal discharge, loss of libido, memory impairment, neck pain, acne, oedema peripheral, abdominal pain upper, abdominal distension, flatulence and pain were unknown. No causality assessment was received for essure with regard to fatigue, insomnia, weight increased, muscle spasms, myalgia, arthralgia, tendon pain, vitamin d deficiency, thyroid disorder, vaginal discharge, loss of libido, skin odour abnormal, hyperhidrosis, memory impairment, back pain, neck pain, acne, oedema peripheral, abdominal pain upper, abdominal distension, flatulence or pain. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.